Manufacturer narrative:
(B)(4). Date of event: only event year known: 2019. Batch # unknown. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during the laparoscopic cholecystectomy, on the fourth clip it appeared to scissor. There were no patient consequences reported.